Event description:
It was reported that during the laparoscopic cholecystectomy procedure, the specimen bag was tearing more easy than normal. The procedure was completed successfully with no patient consequences.

Manufacturer narrative:
(B)(4) date sent: 5/9/2023. D4: batch # unk. Additional information was requested and the following was obtained: "were all pouch components retrieved from the patient? Yes are all components of the torn pouch available to be returned with the rest of the device? Yes." Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the pouch device was returned fully deployed, the bag damaged and the suture torn. In addition, the packaging opened(287c75) form another device was returned along with the instrument. Upon evaluation, the bag was noted to be torn at the middle (not at the seams). The bottom end was noted stretched(not at the seams). In order to evaluate the internal components the device was disassembled. Upon disassembling of the device no anomalies were noted with the internal components. Although no conclusion could be reach on the cause of the reported event. Each device is 100% visually inspected prior to shipment and damage of this magnitude would have been detected during this inspection. However, a potential cause of the torn bag is attempt to remove the bag with specimen through the trocar or force the bag through the access site as this may lead to bag rupture and spillage of contents. The following options are recommended in order to avoid this kind of issue: remove the instrument, specimen bag, and trocar together from the access site (do not pull the slip knot). Remove the instrument from the trocar, following by the specimen bag with the trocar. Remove the instrument, trocar and specimen bag separately from the access site. If the bag with the specimen cannot be removed through the access site, carefully enlarge the access site to facilitate easy bag removal. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.